Event description:
Sorin group (B)(6) received a report that, during priming, the arterial pump stopped and displayed an error message. The pump was restarted and the procedure was completed with no further issues. There was no pt involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(6) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(6). Sorin group (B)(6) received a report that, during priming, the arterial pump stopped and displayed an error message. The pump was restarted and the procedure was completed with no further issues. There was no pt involvement. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.